Event description:
(B)(4). My onset started in 2007, these are my list of my side effects and symptoms that I have deal with due to essure. I have bloating, pains that feel like I am in labor, pelvic pain throughout the day, pains after sex, discharge, excessive bleeding during periods, hot flashes, sweats during the night, yeast infections, reoccurring bv, high blood pressure, bloating, ibs, lower back pains, up and down weight gain and loss, anxiety, stomach spasms, muscles aches, migraines, loss of memory, rashes on my stomach, mood swings, metallic taste in mouth, left side pain, I have to take some strong meds just so I can get up and get to work.